Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
During surgery the very tip of straight drive shaft broke off as the screw was being put in. As we were tightening the screw, the tip broke off into the thread. The tip was left in the patient. Did not affect liner from being seated inside the cup.